Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument channel of the device. Oekg checked the subject device and found the following. The light guide lens was cracked. The adhesive around the light guide lens and objective lens was porous. The bending section cover was porous and broken. The air/water cylinder was worn out. The suction cylinder was worn out. The universal cord was kinked was buckled. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -all channels: pseudomonas aeruginosa (>150 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, machine soluscope 4, using peracetic acid. There was no report of infection associated with this report.